Manufacturer narrative:
One device was returned for repair. The reported problem air in line was verified by functional testing. The cause is the air detector is damaged. Replaced air detector to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was unresponsive. There was no patient involvement.